Manufacturer narrative:
Visual inspection confirmed the fractured condition. The screw was broken off inside the implant. This was seen through visual inspection where the depth of the threads had been blacked. In addition, external damage was observed on the implant. The lot number for the screw was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not identify any non-conformances or rework activities that would cause or contribute to the condition reported. A definitive root cause has not been determined. Added aware date. Additional information and device evaluation boxes checked. Added evaluation codes. Correction: initially reported concomitant as (B)(4) ,should be (B)(4).

Event description:
The dentist reported the screw fractured inside the implant. The dentist was not able to remove the screw from the implant, therefore the implant has been removed.